Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40mg/dl during the night. Customer did not indicate symptoms or what may have led to the low blood glucose. Customer ended the phone call and no troubleshooting was completed. Troubleshooting attempted to contact the customer and left a voice mail message.